Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the dependent patient presented in clinic after experiencing syncope episode, ventricular loss of capture and increase in ventricular threshold was observed. Loss of capture and few non-sustained r-wave oversensing episodes were reproducible with deep breathing. During an atrial threshold search, there were ventricular paces that failed to capture and no backup pulse was delivered. Chest x-ray revealed that the device was migrated, dislodging the leads, leading to intermittent capture. Device was reprogrammed and patient was admitted for lead revision and device upgrade. During the procedure on (B)(6) 2018, lead re-positioning was unsuccessful due to fibrosis and there was also increase in rv threshold. Physician was unable to gain access for new lead due to patient¿s anatomy so temporary pacing wire was placed and the procedure was completed. Patient¿s condition was stable. Patient was called in clinic again and a new right-sided system was implanted successfully on (B)(6) 2018. The old system was left in-situ. The right atrial lead had no slack but was electrically stable. The whole new system had to be implanted because left sided leads (ra) cannot be connected to a right sided device. Since the physician did not like the fact that the autocapture function of the device was not delivering back-up pulses when loss of capture was present, he was unable to determine whether the rv lead was the sole cause of the event. Patient was stable following the procedure.

Event description:
New information received notes that the device was explanted. No additional information is available.

Manufacturer narrative:
Correction: manufacturer report 2938836-2018-02917 and associated follow-ups should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).